Event description:
Index surgery: (B)(6) 2013. Non-revision due to painful right shoulder prosthesis with acromial stress fracture. This event report was received through clinical data collection activities.

Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record. Device not returned- non revision.